Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "right implant deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on anterior side assessed as surgical damage. Additional observations: ¿ crease is observed. ¿ wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right implant deflation." Device remains implanted.